Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, a program execution error was discovered in the event log which caused the reboot. The device's main power management board was replaced to address the issue. Additionally, the outlet flow path, blower assembly was replaced to address a life related smell.